Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. No evidence was found that would result in irritation or an infection to occur at the infusion site; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found pinched/kinked, although it cannot be determined when or how this damage occurred. A leak test found that fluid flowed through the fluid path with no signs of struggle or leakage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had worn a pod between 4 and 24 hours their blood glucose level rose to 350 mg/dl. In addition the patient reports the pod infusion site has swelling and is infected, as well as insulin was found to have been leaking during wear. As treatment, the patient administered 3 boluses equaling 24 units of insulin and a manual bolus of 12 units of insulin.